Manufacturer narrative:
Device available for eval?, device return to manuf .?, device eval by manufacturer?, initial reporter occupation. Returned to manufacturer on, imdrf annex b grid code, other occupation omit: b17 - device not returned.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.